Event description:
It was reported that the patient presented via merlin.net an alert was displayed saying device was in backup vvi mode. After a successful software download, the device resumed normal function. The pulse generator remained implanted.